Event description:
This patient phoned to report they had a total knee replacement (left) in 2000. Patient does not know what implant they received; but reported significant pain from the date of surgery to present. In 2002 x-ray reveals poly wear and loosening. A revision is being scheduled.